Event description:
Pt had craniotomy for metastatic adenocarcinoma with a lung primary in the left lower lobe. Pt rec'd stereotactic radiosurgery to the left lung 18 days later. They started whole brain radiation 11 days later. They rec'd 2500 cgy in 10 fractions. Two weeks later they presented with increased sob, poor appetite and weakness. A cxr showed a large density in the right lower lobe. The next day they became unresponsive and were admitted to hospice. Their condition continued to decline and pt expired 3 days later. Probable cause of death is either pneumonia, progressive tumor or pe unlikely related to treatment.